Event description:
Additional information was received that high-voltage (hv) therapy was not available during the bvvi.

Event description:
During a clinic follow-up, the device was found to be in backup vvi (bvvi) mode. The cause of the bvvi was found to be in-label MRI exposure. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.